Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual and microscopic examination was performed on the returned flextome cb monorail 10/3.50 device. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was observed in the balloon which is an indication that there was a leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located over the distal markerband. A visual and microscopic examination observed no damage to the markerbands, tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted with the markerbands, blades or tip that could have contributed to the complaint incident. A visual and tactile examination of the shaft of the device identified no kinks or damages. No other issues were identified during device analysis.

Event description:
It was reported that a balloon rupture occurred. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm. The device was simply removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient was good post-procedure.

Event description:
It was reported that a balloon rupture occurred. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm. The device was simply removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient was good post-procedure.